Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the hcp (healthcare provider) was able to aspirate the reservoir, but unable to fill it. The refill kit tubing was patent. The needle was patent. There was a depth issue. The pump did not move around in the pocket. The silicone rubber septum was felt upon needle insertion. The pump refill was attempted with 2 different refill kits so the hcp did not believe it was a tubing/needle issue. It was later reported on (B)(6) 2011 the pt experienced flu-like symptoms; the hcp did not believe the symptoms were related to the pump. The issue of being able to aspirate but unable to fill the reservoir re-occurred. The actual residual volume (15ml) was greater than the expected residual volume (9-10 ml). The hcp was eventually able to refill the pump. The pump was filled with 30 ml of fentanyl.